Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a drive line infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a positive driveline infection with staphylococcus epidermis. Patient was treatment and follow up cultures on (B)(6) 2016 were negative. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient called the ventricular assist device (vad) phone on (B)(6) 2015 that they had temperatures in the 100¿s since the (B)(6) and that on the (B)(6) the temperature was 102.7. Patient reported daily dressing changed due to increase in drainage which was thick and ¿mucus looking¿ and yellow and green in color. The ventricular assist device (vad) remains implanted. The patient is a hvad destination therapy trial improve blood pressure management participant. No further patient complications have been reported as a result of this event.